Event description:
Investigation has been completed.

Manufacturer narrative:
Event description: it was reported that the patient was supposed to undergo a revision surgery in which a burch- schneider cage was to be implanted. However, the surgery was postponed to on (B)(6) 2020 as the patient sustained a lot of bleeding due to the impact of a curved chisel on the ischium. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was supposed to undergo a revision surgery in which a burch- schneider cage was to be implanted. However, the surgery was postponed to on (B)(6) 2020 as the patient sustained a lot of bleeding due to the impact of a curved chisel on the ischium. Based on the investigation the reported event cannot be confirmed. Only limited information about the surgery is available for evaluation. Therefore from the information provided it is assumed that the reported burch schneider reinforcement cage was not in contact with the patient. Most likely patient or surgical procedure related factors lead to the bleeding. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was supposed to undergo a revision surgery but the surgery was postponed as the patient sustained a lot of bleeding due to the impact of a curved chisel on the ischium. The burch-schneider cage which was to be used for this surgery was discarded. Surgery was delayed by 30 minutes.